Event description:
On (B)(6) 2012, (B)(6) injected her mother in either side of the oral commissure/marionette area. A 0.4cc was injected in either side of the oral commissure. At around 4pm on (B)(6) 2012. At around 7pm on (B)(6) 2012, swelling occurred. At around 11pm a full body rash occurred, i.e an allergic reaction. The pt was admitted to hosp and administered with i.v. Hydrocortisone and i.v piriton (antihistamine). After spending 4 hours in a and e (similar to an emergency room in the USA) she has been transferred to another ward, and is slightly better.

Manufacturer narrative:
(B)(4). The pt was given 8 days of steroids. As of (B)(6) 2012, only a rash was left. The doctors do not know exactly what caused the anaphylaxis. The doctors may do sensitivity testing. Further info was requested.